Manufacturer narrative:
(B)(4). Additional information: surgeon said that the first firing had a partial fire and the staple line was incomplete. He then used a second device and it would not fire at all. He stated the tissue was damaged but was repaired with suture to complete the staple line. No patient consequence was reported. No other information was provided. Device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure, two devices stuck and misfired. Another device was used to complete the procedure. There were no adverse consequences for the patient. This is all the information that was provided at the time.